Event description:
In 1998, while pt was admitted to hosp for surgical removal of an acute subdural hematoma, the midas rex pneumatic cranial drill (used)...caused (pt) to suffer severe, painful, permanent, disabling injuries when the midas rex pneumatic cranial drill malfunctioned, causing the attending physician to perform an emergency craniotomy on the plaintiff. The midas rex drill was apparently used with an anspach drill bit. It was reported to puncture the dura, causing internal bleeding and the pt required an emergency craniotomy. The details of the injury were not specified. The drill serial number was unk.